Event description:
A malfunction alarm was reported with malf code 4 displayed. There was no reported impact on the customer¿s blood glucose level. As corrective actions, technical support confirmed the shipping address and instructed the customer to place the pump into storage mode before returning it using a prepaid label. The customer understood these instructions, and a replacement pump was arranged to be sent. The customer was to use mdi as a backup therapy to ensure continued insulin delivery.